Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back to the header one month after implant. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.